Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. This occurred upon device power up in the surgery department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem "turn off" was not reproduced. The event history log (ehl) review was performed and revealed multiple events of "improper shutdown!" Messages. An "improper shutdown!" Message indicates that all power was lost from the pump. However, the log cannot be used to determine if the power was manually disconnected or the shutdown without user input. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.